Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect transseptal was selected for use during a watchman procedure to treat a left atrial appendage occlusion - laao. During the procedure, the mechanical guidewire was used to advance up to superior vena cava. Once the physician wanted to withdraw the wire from the dilator, it got stuck and could not be drawn. The mechanical guidewire kinked upon removal from dilator. No broken pieces were noted/reported. The dilator was not damaged and vx wire passed through the dilator and proceeded with procedure without any issues. No other issues were noted. Once removed from the dilator, the mechanical guidewire was not replaced for another device. It has been decided to just use the vxw wire and there were no issues with that. The procedure continued with minimal delay. No patient complications were reported. The procedure was completed successfully. The devices will not return since they were discarded.